Manufacturer narrative:
Medtronic investigation of returned suspect clamp finds that as reported, all four tips of the clamp have been tightened against a hard surface causing the tips to curl up and back. Otherwise, the clamp function is normal. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement axiem spine reference clamp shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's axiem spine reference clamp tip was bent. This occurred while the clamp was being cleaned, following the procedure. No further details regarding the damage were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.